Manufacturer narrative:
On (B)(6) , 2026, we sent customer a replacement meter, strips, and solution with a prepaid label to return her current meter. On (B)(6) , 2026, customer confirmed that she received the replacement products but does not intend to use them. Meter was returned for evaluation. Product testing was performed and no issues were found. Test strips were not returned for evaluation. We also asked for the lot number of the strips and solution customer used on (B)(6) , 2026, but customer stated she has already discarded them. Most likely underlying root cause: (B)(4) : user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
On (B)(6) , 2026, customer called trividia with a wellcare representative to ask whether the customer¿s truemetrix meter and strips were subject to the truemetrix recall related to the e-5 error code. Customer stated she has never received the e-5 error code, but had a blood glucose reading of 74 mg/dl at 3am on or around (B)(6) , 2026, which is lower than her expected range of 89-92 mg/dl in the mornings before eating. Customer stated she has not experienced any diabetes symptoms in a while, received healthy test results from her doctor four weeks prior, and has never received such a low reading, so she was surprised by this result. As a precaution, however, customer stated she took glucose after receiving the result, then reached out to her healthcare provider. Customer further stated that she has been ¿overeating¿ since receiving the 74 mg/dl result, which has led her to gain four pounds. We asked whether customer has had any other low results recently, and customer said she had not, but that the results on her truemetrix meter are still 9-12 mg/dl lower than on her meter from another brand, as well as her continuous glucose monitor from a third brand.